Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient was brought in on (B)(6) 2019 to evaluate the lead based on a recording with noise. The noise was not reproducible with isometrics. Elevated pacing threshold was reported as well. Sensing and impedance in-range. On (B)(6) 2019 and (B)(6) 2019, clinician reported what appears to be lead noise on home monitoring recordings. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
This lead was partially capped on (B)(6) 2019 due to noise. No shocks occured, hvr detections were only in the vt zone. The svc coil was reused in the system. Should additional information become available, this file will be updated. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.